Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the finished device number 253948, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2019, it was reported to mentor that this event took place: on 8/2/2019, mentor became aware that the patient had bilateral rupture of the breast implants. On 9/20/2019, during analysis of the sample was found ruptured and received in three pieces. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: a mentor memorygel breast implant 400cc, catalog: 3504004bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced capsular contracture baker grade ii on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 300cc on (B)(6) 2019. This medwatch is for the right breast implant.